Event description:
It was reported that the ilet pump separated after the case clip broke while the patient was playing football at school, resulting in the device coming apart while the display remained usable and without alerts or alarms; the affected device component was the display. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with loss of or failure to bond, affecting the device assembly and display area. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. The patient continued device use temporarily with the unit taped together and experienced no injury or trouble using the device afterward. The device will be returned.

Manufacturer narrative:
Initial.